Manufacturer narrative:
No valid lot number for this device was supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. There are manufacturing controls to avoid potential causes related to the reported malfunction. Corrected data: d4 lot number corrected to unknown.

Event description:
As reported, during use in a renal transplant patient hospitalized for hypoxemic acute respiratory distress due to pneumonia and acute pulmonary oedema (apo) with this disposable pressure transducer (dpt), the patient presented with very high blood pressure (281/150 pam 195) with the need for high-dose anti-hypertensive treatment. The patient's symptoms were consistent with the figures displayed on the arterial pressure sensor. After administering the treatments, the nurse noted no change in the blood pressure curve or value which was later confirmed to be frozen. Taking peripheral arterial pressure (ap) proved inconclusive due to his history of multiple peripheral thrombus. Ultimately after changing the device, the device displayed a very low blood pressure (65/37 pam 46). It was then decided to stop the anti-hypertensive drugs and to start norepinephrine. As clinical consequences, it was needed to continue with norepinephrine and reintubation of the patient due to hemodynamic failure. There was no error message displayed. The transducer was directly connected from patient to patient bedside monitor. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.